Event description:
The customer called and reported the insulin pump froze and upon taking out the battery and putting it back in, the device began to make a constant high-pitched noise. The customer was unable to clear any alarm as the keypad was not responsive. Customer stated blood glucose was not under control and the insulin pump may have given a bolus that was not accounted for. This could not be confirmed, due to the issues with the insulin pump at the time of the call. Customer's blood glucose was 78 mg/dl and the customer treated. Troubleshooting was discontinued as the insulin pump was without power. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No high pitch squeal, constant tone or frozen display noted. No cosmetic damage noted.